Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer began the load process but did not complete it. Reportedly, the pump did not declare an alarm to notify the user that the process had not been completed. There was no impact to the customer's blood glucose level. Reportedly, the customer has an alternate pump available as alternate insulin therapy.